Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the pediatrician and was diagnosed with a skin irritation. The patient had a rash. For treatment, the patient was prescribed unknown cream. The pod was worn longer than 48 hours on the abdomen. No further details to report. The pod was discarded.